Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that during a bone biopsy using xperguide, the image did not refresh. It has been reported that the biopsy needle was inserted too far into the bone. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed with the customer that there was no harm and the procedure was completed successfully after restarting the system. Philips inspected the system onsite and concluded that there was no malfunction of the system. Log file analysis confirmed that during the procedure, the customer acquired an xperct dual volume for the needle path verification step in the xperguide application. The instructions for use (4522 203 65571) describes that only xperct and 3dra volumes can be used as a primary volume for xperguide during the needle path verification step. Once xperct dual was acquired, the application switched to dual mode where two volumes were visible. This behavior is as per system specifications. The customer then selected ¿hide primary volume¿ option, which hid the primary volume. At this point, the customer chose to continue with the needle guidance despite not being able to see the primary xperct volume. As described in the instructions for use (4522 203 65571) the primary volume will remain hidden until the user manually selects to unhide the primary volume. By default the xperguide application starts with the primary volume visible (i.e.¿hide primary volume¿ is disabled) after a new xperct has been taken. Therefore, when the customer restarted the system and acquired a new xperct the primary volume was visible again. Philips concluded that the reported problem was not caused by a malfunction of the device, but due to selections made during the procedure with respect to acquisition parameters and primary volume visibility. Correction concerns the following: UDI has been added submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.